Event description:
This case was initially received via (B)(6) ((B)(4)) on 03-mar-2017. This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("the insert was positioned and released with no problems. Upon withdrawal of the catheter, a green plastic piece remained in the uterine tube") and complication of device insertion ("the insert was positioned and released with no problems. Upon withdrawal of the catheter, a green plastic piece remained in the uterine tube") in a female patient who had essure (batch no. 857689) inserted. Concomitant products included anesthetics on (B)(6) 2011 for general anesthesia. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced device breakage and complication of device insertion. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. The reporter commented: risk of prolonged general anaesthesia for the patient. Nothing of note to be mentioned on clinical consequences. Company causality comment: this spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure the insert was positioned and released with no problems. Upon withdrawal of the catheter, a green plastic piece remained in the uterine tube. This event, interpreted as device breakage, is anticipated in the reference safety information for essure. In the present case the event occurred during essure insertion procedure, therefore causality with essure cannot be excluded. Although there was no reported death or serious health deterioration, this might have occurred under less fortunate circumstances and therefore case was regarded as a reportable incident. A product technical analysis and further information are expected.

Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the ansm, health authority of (B)(4), device vigilance database via legal proceedings. Following receipt, bayer consulted ansm in order to obtain the relevant case reference number information. On march 24, 2017, ansm provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 03-mar-2017. This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("the insert was positioned and released with no problems. Upon withdrawal of the catheter, a green plastic piece remained in the uterine tube") and complication of device removal ("the insert was positioned and released with no problems. Upon withdrawal of the catheter, a green plastic piece remained in the uterine tube") in a female patient who had essure (batch no. 857689(invalid)) inserted. Concomitant products included anesthetics and general on (B)(6) 2011 for general anesthesia. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced device breakage and complication of device removal. At the time of the report, the device breakage and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device removal and device breakage with essure. The reporter commented: risk of prolonged general anaesthesia for the patient. Nothing of note to be mentioned on clinical consequences. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-oct-2017: quality-safety evaluation of ptc. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 25-oct-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1.826 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(4) on 03-mar-2017. The most recent information was received on 31-may-2017. This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("the insert was positioned and released with no problems. Upon withdrawal of the catheter, a green plastic piece remained in the uterine tube") and complication of device removal ("the insert was positioned and released with no problems. Upon withdrawal of the catheter, a green plastic piece remained in the uterine tube") in a female patient who had essure (batch no. 857689) inserted. Concomitant products included anesthetics and general on (B)(6) 2011 for general anesthesia. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced device breakage and complication of device removal. At the time of the report, the device breakage and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device removal and device breakage with essure. The reporter commented: risk of prolonged general anaesthesia for the patient. Nothing of note to be mentioned on clinical consequences. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6)2017 for the following meddra preferred term: device breakage -analysis in the global safety database 1.629 revealed cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 31-may-2017: after follow-up attempts, no answer was received. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.